Event description:
It was reported that the machine gave an alarm of "helium leakage," which could not be solved after adjustment. As a result, the catheter was replaced. After removal, the customer noted the central lumen was broken. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. During the investigation, a cross-over leak was confirmed between the helium pathway and central lumen. The cause of the leak was a partial central lumen break within the flex-tip assembly area. No other leaks were detected. The root cause is undetermined. A non-conformance has been initiated to further investigate the issue. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release.

Event description:
It was reported that the machine gave an alarm of "helium leakage," which could not be solved after adjustment. As a result, the catheter was replaced. After removal, the customer noted the central lumen was broken. There was no report of patient complications, serious injury or death.